Event description:
It was reported that the 9900 system would not boot and had missing images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The customer staff was instructed in the proper shut down technique during the svc call. The system was tested and found to be working as intended, and put back into svc.